Event description:
It was reported that the customer's blood glucose was 492 mg/dl, and she received a no delivery alarm that was resolved with an infusion set change. It was not possible to determine the specific cause of the no delivery alarm, as it had occurred in the past. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The reliability analysis evaluated two opened or used reservoirs. Inspected the reservoirs, snap cap, and septum for anomalies. There were no anomalies found. An occlusion test was ran per dop114 811 as follows reservoir filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a 5xx pump. A manual prime was performed on the insulin pump. It was seen that fluid flowed through the infusion set and out catheter tip. It was concluded that the reservoirs were not occluded.